Event description:
During a laparoscopic cholecystectomy procedure, the clips did not advance properly. Surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/27/97 - supplemental report #1 the product was received for evaluation. Therefore, the evaluation codes were entered in h6. The date the product was returned to the manufacturer was changed from 9/16/96 to 9/23/96 in d-9.